Manufacturer narrative:
(B)(4). It was reported that the original implant date was 2011, however the lot number provided was not manufactured until 2014.

Event description:
It was reported that a revision hip surgery was performed due to loosening of the implant. During the surgery the following was noted: severe arthritis with osteophytes, metallosis with corrosion of modular implant with staining of tissues and metal debris.

Manufacturer narrative:
Device is not available for evaluation. Device was not evaluated by manufacturer. Evaluation narrative - the product was not returned for evaluation. Without the return of the actual products involved, our investigation of this report is inconclusive. A review of the device history records did not reveal any discrepancies that would have caused or contributed to the reported incident. We will continue to monitor for any trend note: according to medsun report form, the original implant surgery was performed in 2011, but according to the manufacturing records for the lot/batch number given, these implants were not manufactured until 2014. We have been unable to resolve this discrepancy, but the most likely cause is that the lot/batch number provided is not correct. (B)(4).